Event description:
It was reported that intermittent far field r-wave (ffrw) oversensing was noted on the atrial lead. The sensitivity of the lead was increased accordingly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID a2dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).